Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.5/3.5/087 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023 as a replacement lens to address low vault but it did not resolve the problem. Per updated information the patients visual condition is good and medical or surgical intervention is not necessary. If additional information is received a supplemental medwatch report will be submitted. See MFR # 2023826-2024-00119 for claim against the initial lens.

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Manufacturer narrative:
B5- originally the claim was determined to be reportable, but upon further review, disregard initial MFR report as it is n/a. Claim# (B)(4).